Manufacturer narrative:
The device was evaluated by an olympus field service engineer at the user facility and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Based on the results of the investigation, it is likely that the following led to the malfunction: a communication abnormality occurred with the scope due to rust on the contact at scope socket, which resulted in no image. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the light source's connection socket was rusty and had traces of humidity, which caused the image failure. There were no reports of patient involvement.